Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that all components were in pre-deployed positions and the exchange system was not returned. There was dried blood throughout the device, indicating the device had been introduced into the patient anatomy. There were witness marks on the cutter, consistent with the cutter striking the end cap of the hub of the exchange sheath when attempting to engage the device with the sheath confirming the reported event; however, as the exchange sheath system was not returned with the device, a cause could not be determined. During testing, the proxy sheath was able to be securely engaged with the device without any difficulty. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records relevant to the reported event. A query of the complaint database for this lot revealed no other incidents with reported failure to engage the exchange sheath system with the device. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath could not be clipped into the hub. Another starclose se device was opened and it was able to click into place without any problems. Hemostasis was achieved with the clip from the second device. There was no adverse patient sequela. Though requested, no additional information was provided.